Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with ipsilateral antegrade approach. The 100% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and severely calcified vessel below the knee. After the guidewire was passed through, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilation. However, during inflation the balloon ruptured. The procedure was completed with a non bsc device. No patient serious injury nor complications were reported.